Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter detached.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was to be used for a common bile duct drainage during a stent positioning procedure performed on (B)(6) 2025. During the procedure, the introducer broke in half. The device was removed from the patient, and another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.